Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Additionally, telemetry was unable to be established in clinic. Two different programmers were used to attempt interrogation. A surface electrogram (ECG) revealed that the patient was in sinus rhythm. The application of a magnet did not change the morphology or rate of the ECG. Subsequently, the patient was admitted to the hospital for an urgent replacement, and this device was explanted and replaced several days later. No additional adverse patient effects were reported. It was noted that the patient is not dependent. This device was received for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was unable to be interrogated and was sent for a detailed battery investigation. The device case was subsequently opened to facilitate inspection and testing of the internal components, and the initial internal visual inspection was normal. The battery was removed and replaced with an external power source, where the current drain was measured and was also found to be normal. Upon investigation by the battery laboratory, it was determined that the battery cell was depleted, but the specific battery-related issue was unable to be determined. In conclusion, the clinical observation of premature depletion was confirmed, however, the specific cause was unable to be determined via extensive laboratory testing.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Additionally, telemetry was unable to be established in clinic. Two different programmers were used to attempt interrogation. A surface electrogram (ECG) revealed that the patient was in sinus rhythm. The application of a magnet did not change the morphology or rate of the ECG. Subsequently, the patient was admitted to the hospital for an urgent replacement, and this device was explanted and replaced several days later. No additional adverse patient effects were reported. It was noted that the patient is not dependent. This device is expected for return.